Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mid right coronary artery (rca). The lesion was calcified with a 99 % stenosis, and the vessel was of average tortuosity. When the physician passed the 3.00x32mm taxus express2 drug eluting stent through the guide catheter, it was noticed that there was gradually increased resistance. The physician withdrew the taxus stent in order to check it, and it was found that the distal tip of the taxus stent was lifted up. The procedure was successfully completed with another of the same size taxus stent. There were no pt complications reported and the pt condition is listed as fine.